Event description:
It was reported that the customer's pump had a broken touchscreen, making it unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The customer is returning the device, and a replacement pump with a new serial number has been issued.